Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): blood primed with pump air bubbles created. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample in its original packaging was returned for evaluation. The sample was visually evaluated with no defects noted. The sample was attached to observe if it would fit into the pump the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches which meets the specification of 0.152-0.154 inches. Based on the evaluation results, the reported defect of air in line was not confirmed. Additionally, the retain samples were visually/physically tested per specification and were found acceptable with passing results. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.